Manufacturer narrative:
Reported event: it was reported that: "scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Update: "yes. Patient was under anesthesia."." The event was not confirmed. Method & results: device evaluation and results: not performed as the device(s) were not available for evaluation. Product history review: not performed as the lot number was reported as unknown. Complaint history review: not performed as the lot number was reported as unknown. Conclusion: the exact cause of the event could not be determined because the device was not available for evaluation. CAPA 2127499 was issued 27-jun-2019 for issues with returned material from to the field. No further investigation for this event is possible at this time as no devices and / or insufficient information was available to the investigator. If devices and / or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA 2127499 was issued 27-jun-2019 for issues with returned material from the field.

Event description:
Scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Case type: tka. Update: "yes. Patient was under anesthesia."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Case type: tka. Update: "yes. Patient was under anesthesia."